Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/08/2017 with the following findings:pump was returned with no evidence of moisture in the cartridge compartment. Pump powers on to a blank display. Leak test failed due to a crack at the top right corner between keypad and pump seal.opened pump- moisture found on pcb and on oled flex connector. Power on reset events were also observed in the black box.. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017 the reporter contacted animas alleging a power issue with moisture ingress. It was noted that there was moisture within the cartridge compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.